Manufacturer narrative:
No components were removed.

Event description:
On 3/5/97 the dr. Reported "deactivation button is larger more prominent than usual." The dr. Thinks it's broken. A revision surgery is planned for 4/7/97. Additional information received on 4/11/97 indicates the 4.0 cm cuff and control pump were flushed and refilled with saline. A 71-80 balloon was implanted; original balloon was left in place on 4/7/97. The pump was functioning properly and there was no need to revise the pump.